Event description:
It was reported to depuy acromed's legal department that a pedicle screw broke post-operatively. According to the complainant, this screw breakage caused pain for the pt. The devices were not returned for evaluation. The product and lot numbers were not reported. A definitive cause of the event could not be determined. No further evaluation can be performed.